Manufacturer narrative:
This report is submitted on august 01, 2017 by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, patient experienced recurrent infections at abutment site, however the issue could not be resolved; subsequently the patient was treated with a topical antibiotic (date not reported).

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.